Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was reservoir leak found on the second o-ring. The customer stated that the bottom o-ring was sticking out of the reservoir. The customer's blood glucose was 195 mg/dl at the time of incident. The reservoir will not be returned for analysis.